Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The device failed to step during testing. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. The device was not in pt use.